Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had perforated the heart. Upon interrogation, the right atrial lead exhibited high impedance, loss of capture, and low sensing. Chest x-ray was performed and revealed the lead had perforated. On (B)(6) 2016 during lead revision, the lead was explanted and replaced with no adverse event. The patient was in stable condition prior, during, and after the procedure. The patient would continue to be monitored.